Event description:
It was reported that pt underwent total hip arthroplasty utilizing a constrained acetabular component on october 4, 2005. Following dislocation of prothesis, pt was readmitted and revision procedure was performed in 2005, constrained liner component was found disassociated from the acetabular shell.